Manufacturer narrative:
UDI #: (B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2015 and presented on(B)(6) 2016 with overcorrection in right eye. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of night time vision is not sharp in right eye more than in left eye and vision in right eye is not sharp at distance. It was indicated symptoms are interfering with daily activities. It was reported patient had flap lift, rinse and stretch on the right eye on (B)(6) 2015. No reason given. Bcva from (B)(6) 2015: right eye pre-op 20/20 -1.00 x -3.00 x 5. Left eye pre-op 20/20 -1.00 x -3.50 x 175.